Manufacturer narrative:
H.6. Investigation: one photo of a 32g x 4mm pen needle attached to a pen was returned from lot. No. 0084063, cat. No. 320141. As no physical sample was returned no clog testing could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photo and the fact no physical sample was returned no further investigation can be carried out. The complaint could not be confirmed hence the root cause is undetermined.

Event description:
It was reported while using bd pn 32g x 4mm benelux. The following information was provided by the initial reporter: I am a diabetic type 1 lada who uses regularly your bd micro-fine ultra 4 mm needles and have recommended them to colleagues. A group of needles that unfortunately block the emission of insulin. I do not retain dysfunctional needles since I have had faith in bd and did not think that in the same box that there would be other inoperative ones. The insulin penfill is recent and was at room temperature. I did not drop the pen or box of needles and change the needle before each injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd pn 32g x 4mm benelux the following information was provided by the initial reporter: I am a diabetic type 1 lada who uses regularly your bd micro-fine ultra 4 mm needles and have recommended them to colleagues. A group of needles that unfortunately block the emission of insulin. I do not retain dysfunctional needles since I have had faith in bd and did not think that in the same box that there would be other inoperative ones. The insulin penfill is recent and was at room temperature. I did not drop the pen or box of needles and change the needle before each injection.